Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is a duplicate report of 1818910-2017-12414. This report will be kept for investigational purposes. Report 1818910-2017-12414 will be rejected to avoid duplication.

Event description:
The femoral impactor broke.

Manufacturer narrative:
This report, 1818910-2017-13673, was found to be a duplicate report of 1818910-2017-12413. This report will be rejected to avoid duplicate reporting. Report 1818910-2017-12413 will be kept for investigational purposes.